Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid-right coronary artery. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was used to cross the target lesion. However, it was noted that it became difficult to cross and was very difficult to insert into the lesion. Then, after crossing through the lesion, it was noted that the balloon ruptured when it was expanded 5 times at 12 atmospheres. The procedure was completed with a different device. No complications were reported and there was no patient injury.